Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 296, 137, 177, 181 mg/dl. Tests were done within 11-20 minutes with a difference of 39%. Patient did not experience any adverse events. No further information has been reported.